Event description:
User facility reported: this product was used in conjunction with a coronary angiogram. Tubing in manifold system developed a bulge in the tubing. Use of the product discontinued. No apparent problems, but could have been an issue if tubing completely ruptured, which would have resulted in air in the system.

Manufacturer narrative:
On 16-sep-2008, acist received notification of a user facility report, regarding the 2.5" manifold tubing in the bt2000 manifold kit developing a bubble in the tubing during a coronary angiogram. The acist bt2000 manifold kit, lot 0928w, was received by acist on 08-sep-2008. Investigation and testing was conducted on 09-sep-2008. Acist verified that fluid had ingressed between the two layers of the 2.5" co-extruded manifold tubing, causing a bubble to develop in the tubing. The bt2000 manifold kit was tested using a 4fr catheter and reno 60 contrast media and put through a series of injections. The bubble in the tubing increased in size with each injection. After 51 injections, the bubble ruptured. There was no evidence of air ingress into the tubing or pieces of tubing breaking off the ruptured section of tubing. Per acist's complaint database, the failure rate for this failure mode is 3.8 occurrences per 1,000,000 procedures. Per review by acist's medical advisory board, and based on the results of the testing, there is no evidence of a potential for air ingress with this failure mode. See scanned pages.